Event description:
It was reported a 6f angio-seal sts device was placed in the right femoral arteriotomy after a bilateral heart catheterization was performed. The 6f femoral venous sheath was removed and manual compression was applied at the groin site. The pt was discharged. Twenty three days later the pt returned to the emergency room with a syncopal episode due to pain. The pt experienced pain for 6 days prior to coming in to the hosp. A large hematoma was noted in the right thigh area. The pt was hypotensive, 73/40 mmhg, hemaglobin 7.3, and hemocrit 22.7. Five units of packed cells were given. Two days later, the pt underwent surgical exploration of the hematoma and repair of the vessel. The dr reported no signs of a closure device was present.